Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there was not an issue with the product. The patient was trying to connect the recharger and their patient programmer at the same time. The patient was reeducated which resolved the issue of the 580 error code. The rep noted there were no symptoms reported after the cat scan and the cardiac procedure not related to their device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient had a cardiac ultrasound a couple weeks ago and their tremors came back right after that. They don't know if the ultrasound went over the stimulator or not. Patient had a cat scan done. The tremors on the left side have been coming back ever since the ultrasound. When they tried to adjust the therapy, they got the service code 580. The manufacturer representative (rep) also reported the error 580 on handset. Technical services reviewed with rep that error occurs when recharger and patient therapy app are being used at the same time. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a hcp mentioning the error code occurred on nov 4th.tss reviewed meaning of code and that if patient needed any assistance to contact ps. Additionally, the caller inquired about compatibility as the patient was having a cardiac procedure. Tss reviewed electrocautery and cardiac monitoring information and emailed guidelines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.